Manufacturer narrative:
Device evaluation: one cadd legacy plus pump was returned for analysis. According to the investigation the pump event history log was not available. Visual inspection and functional check were performed. The customer's reported problem was confirmed. According to the investigation the pump was found displaying "1260" error code alarm message on power up during the investigation. Further investigation found damage internal real time clock lithium battery, microprocessor unit board, and missing back labels. According to the investigation the customer damaged causes the reported issue. The investigation reported that the pump microprocessor unit board will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error 1260 and error 1210. There was no patient involvement in this event. No adverse effects were reported.